Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to hospital for a new system implant when loss of capture and sensing were observed upon positioning the rv lead. It was noted that lead had perforated the heart and resulted in cardiac tamponade. The lead was repositioned and the physician performed a pericardiocentesis. The lead remains implanted. The patient recovered and is doing well.